Event description:
It was reported that pump touch screen was unreadable. Reportedly, the pump had vertical lines running through the display blocking the graphics and text. Customer's blood glucose was 240 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.